Event description:
A (B)(6) female patient contacted zoll customer support to report that the device was gonging and the electrode belt cable was cut. When a patient service representative (psr) visited the patient to exchange the equipment, the psr also reported missing pins in the connector. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cut cable / damaged connector) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were damaged and the cable connecting ECG c and d was cut. The cause of the inability to gonging is the damaged cable and the damaged trunk connector pins. The root cause of the damaged cable and connector pins cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode cable and belt connector. The patient received a replacement electrode belt.